Event description:
It was reported that during a cholecystectomy, an error 3 was displayed and the device became not to be activated during use. After that, the blade could not be removed from the hand piece. Another handpiece and device were used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received with the nose cone damaged and the mount was noted to be loose. Possible causes of the nose cone being cracked include the handpiece being banged or dropped, over torquing the device, or the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive and the acoustic isolator was torn. The ha wire was found to be disconnected at the mid housing level. The transducer assy. Was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assy. Until the internal wires got disconnected. This caused and open circuit condition which resulted in a ¿replace handpiece¿ screen. The handpiece has a number of seals to prevent fluids from entering the housing. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. No conclusion could be reached as to what caused this issue.